Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 10fr sheath hole prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, three needles of the prostar xl device deployed; however, transillumination showed the fourth needle misses the canal and the needle has been bent inside the prostar xl device. A hole was made in the rotating barrel and the needle was brought out and the prostar device was removed. A new prostar xl device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostar xl device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire/ deploy the needles and bend to the needles were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the prostar xl instructions for use (IFU), states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. Based on the retuned device condition, the suture lumens were noted to have been clamped which appears to have contributed to the reported failure to deploy the needles and bend to the needle. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.